Event description:
05.oct.23: add info received. Gbugliani could you send us photos/videos of the product with deviation? Attached videos could you send photos of the box where the product was received? No do you notice any damage to the hub where the needle is connected (burrs, cracks, etc...)? Yes does the needle just come loose or does it become "loose" when placed? Is already loose/detached or non-existent did the deviation cause any harm to the patient or healthcare professional? No 2 units: in one the needle is loosening from the base and the other came without the needle.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. 05.oct.23: add info received. Gbugliani videos attached could you send photos of the box where the product was received? No do you notice any damage to the hub where the needle is connected (burrs, cracks, etc...)? Yes does the needle just come loose or does it become "loose" when placed? Is already loose/detached or non-existent did the deviation cause any harm to the patient or healthcare professional? No.

Manufacturer narrative:
B.3. Date of event is unknown; awareness date has been used for this field. H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd plastipak¿ 1ml syringe the needle was loose in the hub. There was no report of patient impact. The following information was provided by the initial reporter, translated from portuguese to english: 2 units: in one the needle is loosening from the base and the other came without the needle.

Manufacturer narrative:
Investigation summary: video and photos received for investigation. Through visual inspection, loose cannula from hub and missing needle are confirmed. Thirty two retention samples were evaluated, no defects or issues observed. Based on the teams investigation, possible root cause for loose cannula is associated with low resin application. A project was initiated to reduce loose cannula inside our products. Possible root cause for missing needle is vision system out of position. Adjustments were made to the vision system.

Event description:
Additional information received. (B)(4) units: in one the needle is loosening from the base and the other came without the needle. On 05.oct.23: additional information received: could you send us photos/videos of the product with deviation? Attached videos. Could you send photos of the box where the product was received? No. Do you notice any damage to the hub where the needle is connected (burrs, cracks, etc...)? Yes. Does the needle just come loose or does it become "loose" when placed? Is already loose/detached or non-existent. Did the deviation cause any harm to the patient or healthcare professional? No.